Event description:
It was reported that a patient is experiencing adverse affects after a surgery involving resonate.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed a screw backing out past the blocking mechanism at the inferior level of a 2 level plate located at c5-t1 which was originally implanted on (B)(6) 2021. The back-out was originally discovered in imaging 4 weeks after surgery during a routine follow-up. A revision surgery is being considered due to a c8 pattern numbness caused by subsidence. The patient is staying under close watch. The exact cause of the reported issue could not be determined.